Event description:
Note: this report pertains to a spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost approximately 20 minutes into the procedure when electrohydraulic lithotripsy (ehl) was performed and during irrigation used. It appears that the saline was infiltrating the camera. They unplugged and replugged, turn processor on and off; however, the problem was not resolved. The procedure was not completed due to this event and the patient has to be rescheduled if not resolved during laparoscopic cholecystectomy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6)2022. During the procedure, the image of the spyscope ds ii was lost approximately 20 minutes into the procedure when electrohydraulic lithotripsy (ehl) was performed and during irrigation used. It appears that the saline was infiltrating the camera. They unplugged and replugged, turn processor on and off; however, the problem was not resolved. The procedure was not completed due to this event and the patient has to be rescheduled if not resolved during laparoscopic cholecystectomy. There were no patient complications reported as a result of this event. Additional information was received on may 06, 2022: it was reported that the controller has been tested since this event and worked as intended.

Manufacturer narrative:
Block h10: it was reported that the controller has been tested since this event and worked as intended. The aborted procedure is captured under MDR# 3005099803-2022-02375.